Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Evaluation of the incident device found the clear insulation on the needle was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Event description:
The customer reported that the temperature would not raise during an ablation procedure. Another device was used to complete the procedure. There was no harm to the patient. Covidien's initial evaluation found the clear insulation on the needle was damaged and failed hipot testing.